Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. The transmission showed episodes of r wave undersensing on the implantable cardiac monitor. It was determined that the implant pocket required an additional four weeks to heal and tighten to observe no episodes of undersensing. It was recommended that the clinic continue to monitor the patient remotely at this time. There were no reported adverse consequences to the patient.